Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. The caller stated that the customer also experienced nausea and fatigue. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date. The customer stated that she didn't know if her basal rates were accurate. The insulin pump passed the prime and high pressure tests. Advised the customer to discuss her basal rate settings with her hcp. Nothing further was reported.